Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patient anatomy likely contributed to the event. Per information provided, the patient exhibited secondary tricuspid etiology and sub-optimal septal leaflet quality. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per the report received from england, edwards received notification of a pascal precision ace procedure in the tricuspid position. The patient had functional tricuspid etiology and sub-optimal septal leaflet quality in certain areas. The baseline tricuspid regurgitation grade was severe. Two devices were implanted in the index procedure and tricuspid regurgitation was decreased to moderate. Post-procedure, a single leaflet device attachment occurred with the second device implanted and tricuspid regurgitation grade was noted to be severe. The patient underwent a re-intervention approximately four months after index procedure, during which another pascal precision ace device was implanted and also had a single leaflet device attachment. Tricuspid regurgitation grade after the re-intervention remained severe.

Manufacturer narrative:
This is MDR 1 of 2 for this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.